Event description:
It was reported a pericardial effusion occurred. A concomitant ablation was performed prior to the left atrial appendage closure (laac) procedure. A watchman fxd double curve access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) were selected for the laac. At the start of the ablation procedure, the physician attempted to use 4d nuvision intracardiac echocardiography (ice) alone. After completing the ablation, the laac procedure began under ice guidance; however, image quality was suboptimal, prompting insertion of a transesophageal echocardiography (tee) probe. A baseline effusion assessment was not initially performed. Following several deployment attempts with the wds, the physician observed a pericardial effusion near the right ventricular apex, although the patient remained hemodynamically stable. It was unclear whether the effusion was pre-existing. There was no intervention required to treat the effusion. The 20mm closure device was successfully implanted, and the patient was kept overnight for observation. No patient complications were reported.

Event description:
It was reported a pericardial effusion occurred. A concomitant ablation was performed prior to the left atrial appendage closure (laac) procedure. A watchman fxd double curve access system (was) and a 20 mm watchman flx pro laa closure device & delivery system (wds) were selected for the laac. At the start of the ablation procedure, the physician attempted to use 4d nuvision intracardiac echocardiography (ice) alone. After completing the ablation, the laac procedure began under ice guidance; however, image quality was suboptimal, prompting insertion of a transesophageal echocardiography (tee) probe. A baseline effusion assessment was not initially performed. Following several deployment attempts with the wds, the physician observed a pericardial effusion near the right ventricular apex, although the patient remained hemodynamically stable. It was unclear whether the effusion was pre-existing. There was no intervention required to treat the effusion. The 20mm closure device was successfully implanted, and the patient was kept overnight for observation. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.